Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2013, the patient presented with silent ischemia and was referred for elective cardiac catheterization. Target lesion # 1 was located in the mid left anterior descending artery with 90% stenosis, which was 20 mm in length and with reference vessel diameter of 3.00 mm. Target lesion #1 was treated with predilation and placement of a 3.00mm x 20 mm study stent. Post-dilatation was performed with 0% residual stenosis. On the same day after the procedure, the patient developed myocardial infarction with cardiac enzyme elevation. One day post- procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that baseline core lab angiography result dated in (B)(6) comments notes: stent deformation due to bifurcation stenting. Not due to longitudinal deformation. And also, the target lesion was 16 mm in length and 3.00 mm reference vessel diameter.